Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found four pictures were attached. Picture one show a cassette out of its original packaging. Picture two show the blue clip of cassette product. Picture three show the pump tube after arm occlusion, pump tube looks stretched. Picture four show a damaged in the pump tube near of the arm occlusion. The sample received was a cassette product, with its original packaging inside plastic bag. The sample received present pump tube flat. The pump tube after arm occlusion was stretched and the bag pulled inside housing. The complaint is confirmed. The most probable root cause is pump tube was stretched, cassette pump tube was flat and damaged.

Event description:
It was reported during a pre-use check, the customer found a kink in the tubing of the medication cassette. No patient injury was reported.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report is no longer considered reportable, please disregard any MDR reports associated with it.